Event description:
Prior to surgery, supplies room employee opened a graft box to find no graft inside the blister. He indicated that the blister was opened. There was no pt injury as the product never reached the operating room.